Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 15-jan-2014, UDI#: (B)(4). Patient code (B)(4) applies to lead (lot# (B)(4)) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Rep said therapy was not working for the patient so they removed the device; the patient didn't want to troubleshoot and just wanted it out. During the call, considerations for a partial lead left in the patient was reviewed. When asked for an event date, "all 4 contacts and tines are left in the patient" on (B)(6) 2018. The rep didn't know when therapy stopped working for the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3093-28 lot# v391797 serial# implanted: 2010-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of therapy not working for the patient and patient's weight at the time of the event were unknown. The implantable neurostimulator (ins) and lead partial that was removed will not be returned; the rep was not made aware of the explant until everything had been disposed of. No further patient complications have been reported as a result of this event.